Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was reported that a patient presented different settings then what was intended at the first follow-up appointment post device implant. The patient's programming history available in the in-house database was revealed and it was found that a faulted systems diagnostic test occurred on the date of implant which changed the patient's settings. The error was not observed until the first follow up appointment at which time the settings were adjusted. The off time was not corrected until approximately 1 month post implant.